Event description:
It was reported that the patient experienced phrenic nerve stimulation and received inappropriate shock therapy. The lead exhibited over sensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded at 53.4 cm to 54.64 cm and at 44.1 cm to 44.6 cm from the connector pin. This damage likely contributed to the reported over sensing. The abrasions were consistent with constant friction with another implantable device.